Event description:
Caller reported a minimum fill notification after reloading the same cartridge following a pump update. There was no adverse impact to the customer's blood glucose level. The caller chose not to receive further assistance and planned to fill a new cartridge and proceed with the load process to resume insulin, prompting technical support to close the case.